Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with intermittent yellow pus draining from incision with occasional swelling and erythema at the site. Diagnosed as a superficial incisional infection; however no cultures were performed. As part of treatment for the infection, the rns neurostimulator and leads were explanted and antibiotics were administered.